Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 290 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. On 2016-nov-18, it was reported that the patient¿s pump experienced a motor stall following an MRI. The MRI was a total spine MRI and was not done due to a suspected problem with the patient¿s product or therapy. The motor stall had not recovered after 2 hours following the MRI. Updating the patient¿s pump reportedly did not result in a recovery. No symptoms were reported due to the motor stall. The hcp reported that the patient was exhibiting signs of low tone which was not believed to be related to the therapy as the patient had ¿other things going on¿. The patient was having their pump titrated down to deal with the low tone. The hcp also reported that they had to sometimes reposition the telemetry head when interrogating the pump.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from business partner indicated that concomitant products included: norco (hydrocodone bitartate and acetaminophen) as needed (dates of therapy, dose and route not reported). On unspecified dates in (B)(6) 2016 ("last week" relative to (B)(6) 2016), after starting the product, the patient experienced low tone (change in tone, as he normally was spastic) and lower extremity weakness. On (B)(6) 2016, the patient was admitted to the hospital with lower extremity weakness and received unspecified IV (intravenous) steroids. On (B)(6) 2016 around 0300, the pump had a motor stall after "recently" having a total spine MRI (magnetic resonance imaging) as a work up for the lower extremity weakness (no results reported). The pump had stalled for 10-12 hours before 2 interrogations and a restart. The physician noted he sometimes had to reposition the telemetry head when interrogating the pump. As of (B)(6) 2016, they were backing down on the dose (actual decreased doses not reported) and the patient had "other things going on" (they don't believe there is a problem with the therapy). Since the lioresal dose was tapered down, the tone was back. As of (B)(6) 2016, the patient was not at baseline, but would be discharged from the hospital "today." The physician was unsure if this was a drug or device issue and it was not determined what the events were attributed to. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.